Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon with blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. The balloon was able to be inflated instantly to rated burst pressure and was able to maintain pressure with no leaks or issues. Product analysis did not confirm the reported balloon burst, as the balloon was able to be inflated and maintained pressure with no leaks or issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device and no patient complications were reported.